Event description:
As the physician was attempting to intubate the pt, the fiberoptic light tube from the back of the handle to the distal end of the blade came off and went down into the pt's trachea and out of line of sight. The physician obtained another blade and completed the intubation so the pt's airway could be maintained. The pulmonary department was called to use a flexible bronchoscopy to remove the tube.